Event description:
Per the clinic, the patient experienced facial nerve stimulation at device activation and reprogramming attempts were made to deactivate five electrodes. The patient later experienced poor performance with the implanted device. The patient was unable to hear sound and only felt the vibrations of sound. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted under general anesthesia on (B)(6) 2026 due to migration of the electrode array and the patient was reimplanted with a new device during the same surgery.